Event description:
Attempts were made to contact the physician for more information, but all attempts were unsuccessful to date. Attempts were made for product information, but all attempts were unsuccessful to date.

Event description:
It was reported that the patient had increase in seizures and change in stimulation perception. Attempts for additional information is still underway. It is felt there is a device issue as the physician feels the vns needs to be fixed. Prophylactic replacement of the generator is likely but has not occurred to date.

Event description:
The patient's vns generator was replaced on (B)(6) 2013. System diagnostics on the new device were performed without error.

Event description:
The generator was returned for analysis. Analysis of the generator was completed on (B)(6) 2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.